Event description:
It was reported the asymptomatic patient presented in clinic for revision of a dislodged right ventricular lead that exhibited low r-wave sensing. During the procedure the lead could not be repositioned successfully, and so the lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.